Event description:
It was reported that when using the bd vacutainer® serum blood collection tubes, the stopper pops off of an unspecified number of tubes after the sample has been collected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.